Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The current repair status of the machine is unknown and it is not known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event of physical damage and excessive heat damage was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician at a user facility reported that a granuflo ii mixer machine has a cracked tank, rusted frame, and a burned wire. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. There was no harm or adverse event reported. The current repair status of the machine is unknown and it is not known if the unit has been returned to service at the user facility. No parts were available to be returned to the manufacturer for evaluation.